Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly follow the loading procedure. Tandem technical support educated customer on the proper sequence of steps to load cartridge. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection.

Manufacturer narrative:
Customer failed to properly follow the loading procedure.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.